Event description:
A report was received that the patient experienced a shocking type electrical feelings and excruciating pain in his legs. The patient was feeling the sensation and pain even while the device was off. There was some irritation or inflammation of the nerve. The lead had slipped off to the right and was putting pressure on patient¿s nerves which was causing his leg pain. The patient was treated with steroids, neurontin, opiates, and pain medication. The physician moved the lead out of the epidural space but left it in the incision to preserve it for future use. The physician placed a drain into the spine incision to prevent fluid accumulation. The physician did not suspect device malfunction. The patient went home but his pain was out of control. The patient was treated with morphine and lovenox injections. The patient underwent a revision wherein the existing lead was placed back in the epidural space. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.